Event description:
Difficulty completing an automatic defibrillator implant procedure. Difficulty in establishing communication between implanted device and external programmer. After exhausting several attempts to manipulate the programmer's antenna and changing defibrillators and programmers, communication was still unsuccessful. Communication was established before implantation. However afterwards it could not be established using the MFR's suggested protocol. Therefore, the pt was transferred to a special procedure room and after modifying the antenna orientation, communication was established.